Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 1040 mg/dl; cause was not known. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and intravenous insulin was administered. Elevated bg/dka were resolved and after 6 days, customer was released from the hospital. Contact declined tandem technical support's (cts) offer to perform a pump system check and declined to provide further information. Contact abruptly ended call with cts.